Event description:
Event occurred on an unknown date regarding a clave® connector where the reporter stated that "there appeared to be a clave malfunction with a central line which was infusing a chemotherapy agent. The spiros tubing connection remained intact. It was determined with the help of the charge nurse that the clave itself was leaking and when it was disconnected appeared to be defective. The clave was changed and the problem resolved." There was patient involvement and unknown adverse event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Additional reporter: (B)(6). Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A lot of history review could not be performed due to unknown lot number.